Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements below 200 ohms, oversensing, and noise. Subsequently, this rv lead was capped and replaced. No additional adverse patient effects were reported, and this rv lead has not been returned for analysis.